Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. Insertion required a very steep angle and the cardiologist had to push hard on the device due to the pt's large size. The cardiologist retrieved one needle before noticing that the second needle had not presented. Fluoroscopy showed that the second needle had present outside, but very close to the barrel. Needle back down was not successful and the pt was taken for surgical device removal. The surgery was successful and the pt was discharged to home the next morning without sequelae. The vascular surgeon noted that there was no arterial damage as a result of the occurrence. The subject device was discarded by the hosp staff, but a list of possible lot numbers was provided.